Event description:
It was reported that the patient was transferred to the intensive care ward for treatment of respiratory failure and aggravation and underwent arterial puncture catheterization for intra-arterial pressure monitoring. Four days later, during the ward rounds, bruising and swelling were observed on the palmar side of the left upper limb where the arterial catheter had been placed, while the skin on the right upper limb and both lower limbs appeared normal. The condition was attributed to the retention of the arterial catheter. The catheter was removed, and the patient's left upper limb was elevated with padding for 3 days. The bruising and swelling in the left upper limb had reduced after 3 days'. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was transferred to the intensive care ward for treatment of respiratory failure and aggravation and underwent arterial puncture catheterization for intra-arterial pressure monitoring. Four days later, during the ward rounds, bruising and swelling were observed on the palmar side of the left upper limb where the arterial catheter had been placed, while the skin on the right upper limb and both lower limbs appeared normal. The condition was attributed to the retention of the arterial catheter. The catheter was removed, and the patient's left upper limb was elevated with padding for 3 days. The bruising and swelling in the left upper limb had reduced after 3 days'. The patient was fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of patient/user complication was confirmed by the photo as it revealed significant bruising and swelling in the patient's upper limb, as reported. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "in brachial procedures , collateral flow cannot be guaranteed, and therefore intravascular clotting can result in tissue necrosis. In radial artery procedures, practitioners must ascertain that definite evidence of collateral ulnar flow exists." The complaint of patient/user complication was confirmed by the customer photo as it revealed significant bruising and swelling in the patient's upper limb, as reported. However, a complete visual inspection of the device could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.